Event description:
Report received from a physician regarding a patient with a medical history significant for previous injections of hylaform plus with no untoward effects, no known allergies and no history of autoimmune disease, who was taking estrogen and claritin concomitantly. The pt received injections of hylaform plus in 2005 in the eye area, nasolabial folds, and vertical lip lines. Seven days later, the pt experienced lumps at all of the treatment sites. The physician prescribed massage and heat for the lumps. The pt was examined in jul-2005. At the time of the report, the pt had not yet recovered. Additional information was received from the pt, who stated the lumps had "turned into wounds", and had opened up and drained. An unspecified antibiotic was prescribed by their physician. The pt stated the nasolabial and vertical lip line treatment sites had improved, but the eye area had not. Pt was treating the sites with warm compresses nightly, and was following up with the physician regularly.